Event description:
It was reported that the (B)(4) lead had a lead warning and has had varying impedances and that the (B)(4) lead has an apparent fracture. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed a resistance/impedance increase. (B)(4).